Event description:
As reported: "gamma targeter distal screw missed the nail. We do not think the nail or screw is contributing to the failure".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.